Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-01000. It was reported the patient had an implant procedure on (B)(6) 2021. During the procedure, the surgeon was unable to implant the lead. A dural puncture occurred and a csf leak was noted. Physician aborted the procedure entirely and no product was implanted. A blood patch was performed the day of the procedure and nothing further is planned regarding this issue.